Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), abortion spontaneous ("spontaneous abortion"), metal poisoning ("metallosis"), blindness ("loss of vision"), headache ("intense headaches"), depression ("depression"), anxiety ("anxiety"), back pain ("back pain"), premature menopause ("early menopause"), fatigue ("tiredness"), diarrhoea ("diarrhoea"), dizziness ("dizziness"), dyspareunia ("dyspareunia") and vulvovaginitis ("recurrent vulvovaginitis") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, blindness, depression, diarrhoea, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, metal poisoning, pelvic pain, pregnancy with contraceptive device, premature menopause, swelling and vulvovaginitis to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("spontaneous abortion"), metal poisoning ("metallosis"), blindness ("loss of vision"), headache ("intense headaches"), depression ("depression"), anxiety ("anxiety"), back pain ("back pain"), premature menopause ("early menopause"), fatigue ("tiredness"), diarrhoea ("diarrhoea"), dizziness ("dizziness"), dyspareunia ("dyspareunia") and vulvovaginitis ("recurrent vulvovaginitis"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2019). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, blindness, depression, diarrhoea, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, metal poisoning, pelvic pain, pregnancy with contraceptive device, premature menopause, swelling and vulvovaginitis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-aug-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pregnancy with contraceptive device ("pregnancy"), device ineffective ("device ineffective"), abortion spontaneous ("spontaneous abortion"), metal poisoning ("metallosis"), blindness ("loss of vision"), headache ("intense headaches"), depression ("depression"), anxiety ("anxiety"), back pain ("back pain"), premature menopause ("early menopause"), fatigue ("tiredness"), diarrhoea ("diarrhoea"), dizziness ("dizziness"), dyspareunia ("dyspareunia") and vulvovaginitis ("recurrent vulvovaginitis"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2019). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, blindness, depression, device ineffective, diarrhoea, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, metal poisoning, pelvic pain, pregnancy with contraceptive device, premature menopause, swelling and vulvovaginitis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical complaint. (B)(6) 2023: no new information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("spontaneous abortion"), metal poisoning ("metallosis"), blindness ("loss of vision"), headache ("intense headaches"), depression ("depression"), anxiety ("anxiety"), back pain ("back pain"), premature menopause ("early menopause"), fatigue ("tiredness"), diarrhoea ("diarrhoea"), dizziness ("dizziness"), dyspareunia ("dyspareunia") and vulvovaginitis ("recurrent vulvovaginitis"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2019). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, blindness, depression, diarrhoea, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, metal poisoning, pelvic pain, pregnancy with contraceptive device, premature menopause, swelling and vulvovaginitis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review, imdrf codes were amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.